Manufacturer narrative:
Concomitant medical products: duran ancore. Implant date: 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant of an implantable pulse generator (ipg) and a right ventricular (rv) lead the patient was deceased. It was noted the patient was do not resuscitate (dnr).

Manufacturer narrative:
Corrected: 620bg35, implant date:(B)(6) 2017. If information is provided in the future, a supplemental report will be issued.